Manufacturer narrative:
(B)(4). Although requested, customer stated the device will not be returned. The customer report of blood squirted from a valve could not be confirmed due to the product was not returned for evaluation. The root cause of this failure could not be identified.

Event description:
The customer reported a PICC rn had blood squirt on her clothes after drawing a pt sample from a new mp1000-c. There was no report of pt harm or medical intervention. Although requested, no further pt or event details were provided.